Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation in activated and fully functioning condition, and the completely deployed covered stent was part of the return. The handle was opened for additional evaluation and was found fully functioning; the wheel did not spin freely. The investigation leads to inconclusive evaluation result for partial deployment. Based on evaluation of the sample, the investigation is closed with inconclusive results for partial deployment. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instruction for use states: " maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath. Relaxed and avoid tension." Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated."

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly had partial deployment. There was no reported patient injury.